Event description:
It was reported that the implantable cardioverter defibrillator exhibited atrial noise reversion episodes. It was noted that the noise reversion episodes may be due to the device not being properly grounded yet after implant, or it may be due to atrial lead code not set to ¿plugged¿. No intervention was performed. No patient consequences.